Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter was not reading patient. Several different attempts were made, and the transmitter was still in read error. A possible rf chip issue was suspected. It was later noted that the rf telemetry was fixed, and the device is now connected to merlin.net.